Manufacturer narrative:
The device was returned to resmed for investigation. An engineering investigation is currently in progress. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery failed to charge properly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the report that the internal battery was not charging. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery charging failure was due to an isolated component failure within the device main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery failed to charge properly. There was no patient injury reported as a result of this incident.